Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had moved and had not charged the implant in over a month. The patient was not able to communicate with another external device. Troubleshooting directed the patient to follow-up with their healthcare provider for a suspected overdischarge. The patient noted that the pain had been gradually getting worse since they had not been charging the implant. The indication for use was spinal pain. Additional information received from the consumer via the manufacturer representative reported that they couldn¿t find their recharger after moving. The patient went to charge recently and could not make a connection and it had worked well until then. The patient was overdischarged and a jumpstart was completed and the power on reset was cleared. Impedances were run and contacts 0 and 10 were out of range while some others were high. It was noted that the system appeared to be working well once it was back on as the programming was not on those contacts. The system was working and charging normally after the trickle charge and the issue was resolved at the time of the report.